Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received, the relevant tests cannot be carried out, so the root cause of this defect cannot be confirmed. This complaint is an isolated case, and the plant will continue to track and trend for this issue.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025 09:06, the nurse on duty used an intravenous indwelling needle to puncture the pediatric outpatient child, and when the needle core was gently pulled out after the puncture was successful, the needle handle and the needle core were separated. The patient's family has been explained, and the patient and his family have been reassured, the supplier has been fed, and the adverse medical safety incident has been reported.